Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care alleging the meter will not turn on. This MDR is being submitted as part of a retrospective review of issues related to the reportable confirmed malfunction list. There was no report of death, serious injury, or mistreatment associated with this event.